Event description:
The MFR received info alleging a ventilator shutdown while in use. There was no pt harm or injury reported.

Manufacturer narrative:
The device was evaluated at the MFR's service center. The customer complaint was confirmed. The device's blower was replaced to address this issue.